Event description:
Reporter reported that mr290 humidification chambers leaked after 24 hours in use. No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.